Event description:
The hosp reported that during the coronary artery bypass graft surgery and after he used the punch, the surgeon had to trim the tissue around the hole to even out. No add'l pt complications were reported by the hosp.